Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade "iii/IV". Healthcare professional additionally reported "large amount of serum and muddy looking drainage" in capsule, "patient states that the nipple is aching" and "patient states that right side has fallen down below the breast." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and one curved opening on the posterior. Leak test and microscopic analysis were performed which identified one sharp crease opening on the posterior and two striated openings on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one sharp crease opening on the posterior assessed as fold flaw opening, and two striated openings assessed as surgical damage consist in the use of some surgical tools. Additional, changed, and/or corrected data: b.5., d.10., h.3., h.6. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: deflation, capsular contracture, baker grade "iii/IV", and seroma-late.